Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 9.29 years since initial implant, this male patient with bmi 28.64 underwent a right side tka and was implanted with an exactech uhmwpe insert, serial # (B)(4). On (B)(6) 2021, the patient underwent revision due to aseptic loosening. No additional information is available or forthcoming.

Manufacturer narrative:
Section h10: (h3) the revision reported in case-(B)(4) was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided. Section h11: *the following sections have corrected information: (d4) unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
A2: added date of birth. B1: added product problem. D1: corrected. H6: corrected health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided.